Event description:
Pump was reported to overinfuse during clinical use. An unknown size bag of agrostat was set to deliver at a rate of 11ml/hr. In 2 hrs, 225ml had delivered. No add'l clinical details were able to be obtained. No medical intervention was needed and no pt injury resulted.